Manufacturer narrative:
The technician replaced the power control board assembly to resolve the issue.

Event description:
The technician alleged the bed had no audible alert for bed exit, the bed does send a nurse call bed exit alert. No patient impact.